Event description:
According to the distributor's report, dermabond topical skin adhesive was applied to a child's eyebrow to close a laceration, and the eye was glued shut. The child was reffered to an ophthalmologist, but refused service due to insurance coverage. The pt returned to the emergency room and received ophthalmic ointment for the eye. The pt later returned to the emergency room to have the eyelashes trimmed.